Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic in (B)(6) 2020 with their right ventricular lead exhibiting a rise in both pacing impedance and capture threshold. The lead was capped and replaced on (B)(6) 2020. It was suspected that the lead had been fractured as well. Patient was stable after the procedure.